Manufacturer narrative:
D10, h6 and h10: the valve was returned to edwards lifesciences for evaluation.  Upon visual analysis, blue and black particulates were observed on cp1 & cp2 leaflets respectively, confirming the complaint of particulate contamination.  The particulates were collected and sent for chemistry testing.  Material analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The results scan from ftir indicated the blue particulate had an approximate match (86.46%) for cellulose like material based on absorption characteristics. Black particulate cannot be determined based on the scan result from ftir. A review of manufacturing process was performed in order to determine if the cellulose particulate could have originated at edwards singapore facility.  Based on the review, one item was identified with cellulose material.  However, upon further review the material was identified to be white, which does not match the color of the tested particulate (blue).  Therefore, it is not confirmed that the blue cellulose material is originated from the thv manufacturing process for valve assembly at edwards singapore facility.   During manufacturing the sapien 3 valve underwent multiple manufacturing mitigations.  During assembly, the in-process glutaraldehyde was changed out at the end of the assembly.  Multiple 100% visual inspections were performed under 8x magnification during sapien 3 valve assembly.  These 100% visual inspections were able to identify presence of any particles, free sutures, debris, on valves or inside jars.  After visual inspection was completed, the in-process glutaraldehyde was changed out to rinse off any potential loose particulates and/or sutures in the jar or valves.  Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) were on the valves and inside the jars, visible under 3x magnification.   A design history record (DHR) review was performed and revealed no manufacturing issues related to the event.    The history review did not reveal any other related complaints.     Per IFU and training manual for the sapien 3 valve, before opening the valve jar, carefully examine for evidence of damage (e.g. A cracked jar or lid, leakage, or broken or missing seals). Caution: valves from containers found to be damaged, leaking, without adequate sterilant, or missing intact seals must not be used for implantation.    Set up two (2) sterile bowls with at least 500 ml of sterile physiological saline to thoroughly rinse the glutaraldehyde sterilant from the valve.  Carefully remove the valve/holder assembly from the jar without touching the tissue. Verify the valve serial identification number with the number on the jar lid and record in the patient information documents. Inspect the valve for any signs of damage to the frame or tissue. Rinse the valve as follows: place the valve in the first bowl of sterile, physiological saline. Be sure the saline solution completely covers the valve and holder. With the valve and holder submerged, slowly agitate (to gently swirl the valve and holder) back and forth for a minimum of 1 minute. Transfer the valve and holder to the second rinsing bowl of sterile physiological saline and gently agitate for at least one more minute. Ensure the rinse solution in the first bowl is not used. The valve should be left in the final rinse solution until needed to prevent the tissue from drying. Caution: do not allow the valve to come into contact with the bottom or sides of the rinse bowl during agitation or swirling in the rinse solution. Direct contact between the identification tag and valve is also to be avoided during the rinse procedure. No other objects should be placed in the rinse bowls. The valve should be kept hydrated to prevent the tissue from drying.   Due to the observation of particulate contamination on the thv, the training manual and the instructions for use were reviewed for valve preparation and inspection steps.  The documents contained valve rinsing/preparation instructions and no IFU/training deficiencies were identified for the procedure that could potentially lead to this complaint.   The complaint was confirmed based on the observation during product evaluation. The spectroscopy results revealed that the blue particulate is cellulose like material and the black particulate was unknown as no significant ir fingerprints can be found.  Based on the manufacturing walkthrough from edwards singapore facility, only one materialof cellulose was found, but the color is white, which does not match the blue color of the particulate found on the device.  As the origination of the blue particulate could not be determined, a definite root cause was unable to be determined at this time.  In this case, the origin of the blue thread is unknown, however may have been originated at the site as many facilities utilize colored sterile towels.  Note that the customer report did not refer to any black particulate, therefore it is possible that the black particulate was introduced post-report identification and during returned shipment preparation. No manufacturing or labeling/IFU deficiencies were identified.  A review of complaint history revealed that the occurrence rate did not exceed the april 2019 control limits for applicable trend category, therefore no corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during prep/valve rinse for a transfemoral tavr procedure, the 23mm sapien 3 valve leaflet, on the inside, had "blue mark/ fuzz/ unidentifiable material "that could not be washed or removed.  The valve was rinsed in a bowl with a heparinized syringe.  The valve was not crimped and implanted as it was felt that it would not be safe for the patient.